Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and compromised force sensor system. After replacing the battery cap and after rewinding the insulin pump, the customer received the alarms. Customer's blood glucose level was 213 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the displacement test due to a motor high current draw. The pump passed the idle current test and run current test. Unable to perform the self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery or verify the motor error alarm due to the alarm. The pump had intermittent button response due to a corroded keypad trace. The pump was received with a cracked display window, cracked battery tube threads and a cracked reservoir tube lip.